Manufacturer narrative:
P-cap locked in place properly during testing. Pump received with blank display. Unable to lock battery cap in place due to broken battery threats, therefore unit remained on blank display. Unit was also received with a black circle and rainbow discoloration on lcd screen. Unable to download history files and traces due to blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor, or force sensor. However, unit was received with the lcd glass impacted strong enough to slightly bend the glass without breaking it. This bending disrupted the liquid crystal construction and caused a permanent rainbow effect. In addition, unit was received with component physically damaged, cracked case (battery tube), cracked case ¿ display window corner, cracked lcd window, pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, scratched case, broken battery tube threads and cracked case-corner of belt clip rails. In summary, pump is received with a blank display and missing segments/partial display. Blank display was due to broken battery tube threads not allowing battery cap to connect with battery. Black dot on lcd screen with rainbow discoloration is due to liquid crystal construction being disrupted by a strong impact. Unable to download history files and traces due to blank display. Customers allegations for cosmetic damages was confirmed when broken battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Bumped/dropped/cosmetic damage customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.